Event description:
It was reported via literature that a pericardial effusion, tamponade, and fistula occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). The procedure was successfully completed. One hour post procedure, the patient developed a pericardial effusion with tamponade. A pericardiocentesis was performed and no reaccumulation of fluid was observed via transthoracic echocardiogram (tte). The patient was discharged. 60 days post index procedure a follow up cardiac computed tomography angiography (cta) revealed incidental contrast flow from the left upper pulmonary vein (lupv) to the laa indicating a fistula. Six months after the initial follow up a cta scan again showed the contrast flow between the lupv and laa but no fistula was readily apparent. No further patient complications were reported.

Manufacturer narrative:
Date of event - estimated based on article being published in 2021. Initial reporter facility name - (B)(6). Source article citation: alyami b et al., a case of pulmonary vein to left atrial appendage fistula after transcatheter left atrial appendage occlusion. Journal of cardiovascular computed tomography, https://doi.org/10.1016/j.jcct.2021.11.002.